Manufacturer narrative:
Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as MDR ID: 2134265-2016-02958, 2134265-2016-03765. It was reported that stent thrombosis occurred. The patient presented with acute coronary syndrome and inferior st elevation myocardial infarction (stemi). Vascular access was obtained via the right groin. The target lesion was located within previously implanted unknown stents extending through the right coronary artery (rca). The distal rca stent was 100% thrombosed and the mid rca stent was noted to have 80% restenosis then thrombotic occlusion in the distal portion of that stent. The proximal rca stent was patent. The ostial rca was 60% stenosed. A non bsc guide wire was placed and a 2.5x12mm nc quantum apex balloon catheter was advanced but was unable to cross the lesion. A 2.0x15mm emerge balloon catheter was then advanced but also was unable to cross. A different non bsc guide wire was advanced and then a choice pt extra support guide wire was advanced. The 2.0x15mm emerge balloon was re-inserted and inflation was performed 3 times to 12-16atms. A 3.0x20mm emerge balloon was then advanced. Inflation was performed 5 times from 10-15atms. Three synergy ii stents were implanted, a 3.5x38mm synergy ii stent deployed at 16 atms, a 4.0x38mm synergy ii stent deployed at 17 and 19atms and a 4.0x12mm synergy ii stent deployed at 18atms. Post dilation of the 4.0x12mm synergy ii stent was performed with a 4.5x12mm non bsc balloon to flare the ostial stent. The procedure was noted to be successful. The patient returned to the cath lab that day with chest pain and st elevation. The 4.0x12mm synergy ii stent in the proximal rca was occluded. After wiring the vessel, thrombectomy was performed with two passes and removal of some of the thrombus and restoring some flow. Angioplasty was performed in the proximal to mid stents with multiple emerge and nc quantum apex balloon catheters. This resolved most if not all of the thrombus. The distal vessel into the single posterior descending artery was stented with a 2.5x32mm synergy stent and a 2.25x8mm synergy stent due to a linear thrombus.